Manufacturer narrative:
Other applicable components are: product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 3387s-40, lot#: va1jge6, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 01-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the caller said that since the implant procedure on (B)(6) 2019 the patient¿s tremors had been worse. The caller reviewed the doctor knew right away that the ¿target was out of place¿ and planned to do a revision in 4-5 weeks. It was also noted that the patient¿s left ins had a low battery and were thinking they could possibly replace it at the same surgery. There were no further complications reported.